Event description:
Additional information received from a healthcare provider (hcp) reported troubleshooting included checking the residual volume of the pump. At a refill on (B)(6)-2015 the actual residual volume (arv) was greater than the expected residual volume (erv), arv: 39.0 ml and erv: 27.9 ml. The cause of the pump not working and volume discrepancy was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a female patient that was receiving intrathecal hydromorphone (10mg/ml, 5.985mg/day) via an implantable infusion pump. However, saline was noted as the current medication in the pump. The indication for use was noted as non-malignant pain and chronic low back pain. A volume discrepancy was reported, where the actual residual volume (arv) was 37mls and the expected residual volume (erv) was 4mls. This was not the first refill after an implant/revision. The pump logs were checked and no alarms were noted. The hcp reportedly filled the pump again and the had the patient come back 3 weeks after the fill, to check the reservoir volume. At this visit, the hcp aspirated 39mls (arv) of the 40mls she had filled. The hcp had the pump turned off on (B)(6) 2015, as the patient was too old to go through surgery again. Additionally, "they" had already transferred the patient's therapy to oral medication and a fentanyl patch, due to the pump not working. The patient experienced withdrawal and an increase in pain. The change in therapy/symptoms was described as having been sudden versus gradual. No further information was provided. Additional information regarding the troubleshooting performed and the cause of the pump issues was requested. If additional information is obtained, a follow-up will be submitted.